Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - maude report: in 2006, underwent total right hip with no complications. In 2009, underwent a total left hip, which continued to have pain. Xrays showed right hip partially out of socket and revised in 2010. As of today, I have severe pain in my left hip. In the process of cobalt and chromium test and meeting with doctor. Update 9/15/2011-litigation papers received. They allege that bilateral patient was implanted with a pinnacle mom hip implant on her left side on or about (B)(6) 2009, and on her right side on or about (B)(6) 2010. They mention high metal ions, severe pain, discomfort, and inflammation in her left thigh and groin, as well as periodic clicking in her left hip. She has pain and limited range of motion in both hips. Update rec'd 3/27/2013- pfs and medical records received. Part/lot was provided. A dor was provided for both hips. The right side was revised fpr subluxation of the head, instability, malpositioned cup, and a worn liner and a loose liner fragment. The left hip was revised for metallosis, malpositioned cup, impingement of the femoral neck and cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/8/2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Medical records and revision surgical report noted disassociation of cup/liner, subluxation, worn liner with a liner fragment, instability and cup malposition. The doi was provided.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf,pfs,and medical records received. Ppf and pfs alleges pain,limitations which affect daily activities, and fracture (component). After review of medical records for MDR reportability, the patient was revised to address subluxation of right total hip arthroplasty with apparent cuff failure. Revision notes stated that the liner was noted to be quite worn and a liner fragment loose. X-ray showed progressive subluxation and instability of the right hip.